Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-02403. It was reported that the patient experienced ineffective stimulation. Following the original implant, the patient was only able to provide some coverage. A field representative reprogrammed the patient later however the patient reported ineffective therapy following reprogramming. The patient had a lead revision in which the leads were explanted and replaced with a paddle lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.